Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional information was requested, and the following was obtained: what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Laparo on what tissue was the suture used? Anastomosis gastro-jejunal what was the source of the pain? Certainly linked to the opening of the anastomosis location and character of pain? Is there any specific activity that precipitated the pain or eased the pain? Vomiting did the wound dehis? If yes, what tissue dehisced? Yes what was the reason or indication for the re-operation? Signs of complicaton: pain, inflammation¿ did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No anomaly before or during first operation but during re-operation: suture broken other relevant patient history/concomitant medications? Obese-diabetic what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Good, back home a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected information: h6 patient codes.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The functional testing was conducted on the returned devices. The returned samples determined that it was received one open box with seven unopened samples that pertain to the product code: sxpp1b415. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. (B)(4). Corrected information: h6 health effect - clinical code.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: name of index surgical procedure? Bypass. The diagnosis and indication for the index surgical procedure? Big pain, d+6 after bypass. Patient came back to the hospital. If applicable, will product be returned? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What was the source of the pain? Location and character of pain? Is there any specific activity that precipitated the pain or eased the pain? Did the wound dehis? If yes, what tissue dehisced? What was the reason or indication for the re-operation? Please describe any medical/surgical intervention required for this suture event including dates and results. Please provide the surgical findings in the re-operation. Can you describe the appearance of the stratafix suture during second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? Yes. If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a bypass procedure on (B)(6) 2023 and a barbed suture was used. The patient was stable to day 6. On post-op day 6, the patient had a big pain. The patient came back to the hospital and underwent reoperation as a revision was required. The anastomosis was reopened. The surgeon, after cleaning, closed the hole with a different suture. After the second emergency surgery, the patient stayed 9 days in the hospital and is now stable. Additional information was requested.